Event description:
It was reported that the subject device displayed poor image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. The device was returned to olympus for inspection and the reported image failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged/broken rear cover of camera head. A definitive root cause could not be identified. Based on the results of the investigation, probable causes of the alleged failure of poor image was due to component failure of video connector cable and of the damaged head part was due to component failure of the cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.